Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (response buttons non-functional) was confirmed. As received, the response button covers and switch domes were missing. The cause of the non-functional response buttons is the missing covers and domes. The root cause of the missing covers and domes is physical abuse. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned a monitor indicating that the response buttons were non-functional.